Event description:
During insertion of a chest tube, the finger tip of the sterile glove was torn free of the body of the glove and was retained with the patient. The operator was double gloved and the outer glove finger tip was affected, not the inner glove. Two days later, the patient required a surgical throacotomy unrelated to the retained piece of glove. During the procedure, the retained piece of glove was identified inside the patient and was removed without consequence. The patient was later released from the hospital without any problems.

Manufacturer narrative:
Results of investigation: co's past investigation has determined that tearing possibly could be related to poor tensile properties of the glove. Corrective action: co has undertaken preventive measures as follows: 1. Daily monitoring of tensile properties of gloves coming out from all production lines. 2. Initated quality review with the manufacturing team to review the quality trends of co's products.